Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0ff2n, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and the patient jumped when increasing stimulation. The patient¿s therapy had helped them somewhat but they still had to take anti-diarrhea medications. The patient still couldn¿t control their bowels when they went and before the therapy the patient went all the time which caused their creatine levels to go down. Now the patient couldn¿t control their bowels when they went and when they got into the shower it just came out. The patient¿s friend or family member felt the therapy was helping them by more than 50 percent and the patient had those uncontrollable bowel movements a couple times a week and they sat on the commode for hours. When the patient first got their device it was better and they had solid bowel movements. The permanent implant was very stressful and the patient¿s immune system went down and they ended up with pneumonia and ended up hospitalized. This happened 2 weeks after the permanent implant and the patient got a massive dosage of antibiotics which completely screwed up their system. The issues with the bowel control started then and the patient¿s health care provider (hcp) put them on protonix and had them control their diet. The bowel symptoms happened suddenly when the patient went on antibiotics and the hcp kept saying it would get better once the antibiotics were out of the system. The patient did get better but may have to change their depends 3 to 4 times an hour and it didn¿t happen every day like it used to. When the patient had issues with their bowels they would go through a whole morning of running to the bathroom and could hardly sit down. The patient¿s blood work was good right now and 3 days ago the patient could not even sit because they had pain and they were not sure where the pain was exactly located. They initially said it was in the patient¿s rectum but then said it was in their back. This pain had been going on since they used the pain machine that they tried to stop the bleeding in their rectum on (B)(6) 2014. The bleeding did seem to be subsided somewhat and the patient had a caregiver now and they would try to track more of the patient¿s symptoms now. It was noted that the patient had so much damage from radiation and had prostate cancer before they got the implant. The patient did 45 treatments of radiation and had constant bleeding from the rectum and had done several treatments. The patient¿s hcp was doing burning cauterization to stop the bleeding and the bleeding had been constant since april and the patient had 2 treatments since then. The hcp had a new machine to do the cauterization in which the patient just had done on (B)(6) 2014 and the report said they had extensive proctitis from the radiation. The patient had frontal lobe dementia and their hcp wanted to see if this had been caused by a stroke and the dementia started after the radiation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.